Event description:
Physician was deploying a stent. While post-dilating stent, balloon failed to deflate. The balloon had to be pulled out of the ramus artery while inflated. The stent dislodged. It did not appear to be in the ramus or left main artery and its location was uncertain. This is an experimental product being tracked by the institutional review comittee. Pt was discharged home on 7/21/96 with no apparent problems.